Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pre-operatively before implantation the physician wanted to aspirate the water out of the pump before implantation. It was very difficult to aspirate the water out of the pump. Only 10 ml could be aspirated. The physician did not use the pump for implantation and therefore took another pump. There was no injury. Patient outcome was "patient has not noticed".